Manufacturer narrative:
Reference record (B)(4). Additional information added to b5.

Event description:
On (B)(6) 2022, the patient was hospitalized with continued discharge and redness on the peg area and continued stomach ulcer. In (B)(6) 2022, the patient was treated with moxifloxacin (avelox).

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, endoscopy performed for changing the peg tube revealed a stomach ulcer. It was planned to treat with gaviscon and panto for 2 months. An infection on the peg area was diagnosed and treated with cipro for 1 week.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcers and stoma infections are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.